Manufacturer narrative:
Sh10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the events occurred on an unspecified date of december 2023, further described as "within the last week". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line green cap (pull ring) of two (2) amia automated pd cycler sets ¿came off¿. This was observed during set up of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.